Event description:
A customer reported higher values when scanning the adc device compared to the built-in meter. On (B)(6) 2022, a sensor scan of 77 mg/dl was obtained and the customer had a loss of consciousness. A blood glucose test of 45 mg/dl was obtained on the built-in meter and the customer was provided candies and juice by a non-healthcare professional for treatment. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the reporter indicated the device was discarded. A valid serial number has not been provided. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.